Event description:
Tip of pin broke off in the lateral femoral cortex after completion of drilling in preparation for reaming of the femoral tunnel. Thus, the tip of the pin remained embedded (subcortically) in the lateral femoral cortex, superior to the lat. Femoral condyle. The surgeon determined it was safest to leave the remnant in place versus attempting to extract it. It was his opinion that the pt was not adversely affected.